Manufacturer narrative:
The reported event of longevity anomalies and premature discharge of battery was not confirmed. The device was received with normal output and telemetry communication. Analysis of the device image indicated the device operated at near elective-replacement level and was implanted beyond its projected longevity. At this stage, the battery¿s capacity is significantly reduced, and its voltage level is sensitive to variations such as temperature, rate responsive and prolong telemetry interrogation. These conditions can result in fluctuation of battery voltage level measurements, which affects the longevity estimates. Electrical and mechanical tests performed including output verification did not identify any functional issues. The device was implanted for 13.89 years which exceeded its projected longevity and is consistent with normal battery depletion.

Event description:
It was reported that on 02 may 2023, the estimated battery longevity on the pacemaker was 2 years but on 30 sep 2023, the pacemaker reached the elective replacement indicator (eri). The physician believed eri had been reached too early based on the longevity estimate. The pacemaker was explanted and replaced. There were no patient consequences.